Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose ran high to 600 mg/dl. The customer was treated with a manual injection. The customer found air in the tubing and was assisted in priming them out. No further troubleshooting was done. The insulin pump was not replaced or returned for analysis.